Manufacturer narrative:
Rupture of the repair is a known adverse event following the repair of lacerated digital tendons. Rputure of the repair is listed as a possible adverse effect for the use of the conextions tr tendon repair system in the device's instructions for use. The reported rupture rate for the device is below the rupture rate seen for the device and suture repair groups in the clinical study performed to support the devices regulatory submission. The rate is also below the reported rates for suture repair from the literature.

Event description:
Patient suffered a laceration of the flexor pollicis longus (fpl) tendon of the right thumb. The tendon was surgically repaired using a two strand suture repair and a conextions tr tendon repair implant. Approximately a week after the procedure, the patient reported an inability to move the thumb. The surgeon surgically explored the area and found the repair had ruptured with the conextions tr implant having pullled out of the distal side of the repair. The conextions tr implant was fully removed and the tendon was reapproximated using suture.